Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported no bleed back from the marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an interventional impella procedure. All three proglide devices were successfully pre-flushed with saline prior to use. Reportedly, during use, there was no bleed back from the marker lumen in all three proglide devices. The impella procedure was completed and hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.